Event description:
The patient developed their first infection. It was noted the device was used in an off label manner. The leads were placed under the skin, in the patient¿s head. Ins was placed in the upper right chest area. Additional information has been requested to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v155384, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# v105542, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. (B)(4).